Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that visual inspection of the returned pump confirmed a cannula kink adjacent to the outflow. The root cause of the cannula kink could not be determined however, it was most likely related to use. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in heart failure cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a kink was noted via x-ray. Since the patient was already being supported via tandem heart and protekduo, the decision was made to remove the impella. There was no harm to the patient.